Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported medical visit and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for approximately 1 to 4 hours prior to seeking medical attention. The pod was confirmed to be in use at the time of the medical visit. Medical attention was sought due to chills and a discrepancy between continuous glucose monitoring readings and a fingerstick glucose test. The sensor and the omnipod 5 app displayed low glucose values, while a fingerstick test showed a glucose level of 244 mg/dl. Medical professionals diagnosed hyperglycemia and provided direct insulin treatment. Dexcom was notified of the event on (B)(6) 2026.